Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The transducer (xdcr) indicates that the auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays check motor light alarms. The field service representative determined the most likely cause of the reported event is the main printed circuit board assembly and turbine assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect turbine for evaluation. An investigation was performed and the reported complaint was unable to be confirmed or duplicated. The suspect power supply was received for evaluation and the reported complaint was able to be confirmed and duplicated. The mosfet q210 has failed and is shorting current resulting in a malfunction of the overcurrent protection circuit. This issue will be internally investigated within vyaire.